Event description:
It was reported that the patient's left ventricular (lv) lead exhibited a high capture threshold. A chest x-ray had revealed that the lv lead dislodged. The lv lead was explanted and successfully replaced. The patient remained stable throughout.